Event description:
It was reported that during the implant attempt, the stylet encountered resistance and it was not possible to fixate the lead. The lead was not used and a new liead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the distal conductor connector pin was bent. It was also noted that there was blood in/on the helix mechanism and the lead was damaged at implant. The analyst noted that the lead was received with a purple stylet insert fully in lead.